Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case the cause of the embolization cannot be confirmed; however patient (severe aortic calcification) and procedural (advancement of the delivery system during inflation) factors likely caused or contributed to the reported event. It was also reported that after pulling the embolized valve back into the native annulus with a non-edwards bav that the leaflets were not functioning properly and this resulted in severe ai. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the tavr procedure. In this case it appears that the cause of the severe ai was likely related to procedural factors (manipulation of the embolized sapien valve with multiple balloons). The attempts to pull the embolized valve back into the native annulus could have caused or contributed to the event. In addition, per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, tamponade, wire and catheter manipulation and burst pacing. These patients can be non-operative or high risk, have complex medical histories and multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are very common and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery may be required. In this case the cause of the vfib cannot be confirmed however significant underlying cardiac co-morbidities and procedural factors (valve embolization with trouble-shooting techniques) could have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported by the edwards field clinical specialist that that during the transfemoral delivery of a 23mm sapien valve it embolized into the ventricle. Reportedly the valve was aligned 50:50 within the native annulus with all three cusps in view. The delivery system balloon was inflated slowly and valve was noted to be shifting slightly aortic. The physician made a final adjustment as the balloon continued to be inflated and the valve on the balloon embolized into the ventricle. The recommendation to place the patient on bypass support was suggested and was decided not the course of action at this time. Pacing was stopped and the balloon was deflated. The wire position was maintained within the valve and the left ventricle. An attempt to inflate the delivery system balloon within the valve was made without success. The rf3 device was removed and a 26mm non-edwards bav device was inserted within the embolized valve. With the sapien valve on the bav, the bav was pulled through the native annulus. A drop in blood pressure was noted as well as ventricular fibrillation. Anesthesia titrated the medications for higher bp pressures, several shocks were delivered for the vfib, CPR was administered and a balloon pump was started at a 1:1 ratio for support. The bav was deflated and removed and the physician felt the valve was not properly anchored in the native annulus. A smaller 24mm bav was used to post dilate the valve in the native annulus. The valve was anchored in the annulus but the leaflets were not functioning properly and severe aortic insufficiency was noted on echo. Additionally the patient¿s vital signs were indicative of a non-functioning valve. CPR was administered. A second 23mm sapien valve was deployed aortic to the first. The second valve was functioning properly as per echo. The patient maintained blood pressure and the iabp support was titrated to a 4:1 ratio. The patient remained intubated and was transferred to the unit for further observation. It was reported that the patient has been weaned off iabp.